Event description:
It was reported that the pulse generator exhibited premature eri. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the device exhibited normal device characteristics